Event description:
During a pci treatment procedure, the quantum maverick monorail 20x3.5 mm balloon ruptured at a `high' pressure on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left circumflex coronary artery. The physician used a terumo introducer sheath for vascular access, a mach 1 guide catheter and a choice pt guide wire to cross the lesion. The quantum maverick monorail balloon was being use to pre-dilate the lesion for placement of a cypher stent. The quantum maverick monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `fine'.